Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer was treated with insulin pump. Customer's other blood glucose value was 303 mg/dl. The self test was performed and it was passed. The customer declined the troubleshooting for the high blood glucose. The device will not be returned for the analysis.